Event description:
As reported, approximately 5 years post op initial right tka, this female patient was revised due to poly wear. All implants were removed due to excessive bone lost. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photos attached. Unable to obtain x-rays. Product not returning - disposed.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 5107492 02-010-04-0335 - logic cr femoral por, right, sz 3.5. 5145565 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 5265734 200-02-35 - three peg patella 35mm. 5192219 201-78-15 - holding pin mini sharp point 4 pk. 5249133 201-78-81 - 3 trocar, mod. Hex 2pk. 5118180 521-78-23 - threaded pin size 2.3 collared. 5118204 521-78-23 - threaded pin size 2.3 collared. 5222326 521-78-32 - threaded pin size 3.0 collarless. 2021018080 a10012 - gps implant kit v2.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear, prosthesis fracture, and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. This prosthesis wear, in combination with the axial rotational mismatch, likely led to the prosthesis fracture. The extent and root cause of the prosthesis wear, prosthesis fracture, and osteolysis could not be determined as the device was not returned for evaluation, and radiographs were not provided. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information was not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."